Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial # (B)(4)). Smartablate generator. (B)(4).

Event description:
It was reported that a patient, (B)(6), female, underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. During the procedure, a hemopericardium/pericardial tamponade was noticed as the patient's blood pressure increased. It was confirmed by intracardiac echocardiogram. A pericardiocentesis was performed and 600cc of blood was removed. Additional information was received on the event. The patient had a thin posterior wall of the left atrium. A transseptal puncture was performed with a st. Jude needle. Anticoagulation was given to the patient and maintained at 300-350s for the procedure. The tamponade occurred during the mapping phase; however the exact injury site is unknown. The patient required hospitalization for observation due to the adverse event. The patient has fully recovered and was released from the hospital. Settings during the event include: power mode / temperature cut off 50°c / impedance cut off 250 ohms / power 30w at time of injury / impedance stable at 130 ohms/ irrigation flow setting 17ml/min / st. Jude sl 1 8.5f sheath was used.

Manufacturer narrative:
Correction to previous supplemental submitted. It was previously reported that ¿the bwi failure analysis lab received the device for evaluation on 02/29/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.¿ after further analysis, it was discovered that the catheter received actually belongs to another complaint. Follow up was done on this complaint and we were informed on march 15, 2016 that this was the incorrect product and on march 17, 2016 we were informed that the catheter in this complaint was discarded therefore it will not be returned for analysis. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 02/29/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).